Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead had no capture. The patient was brought to the cath lab, and the atrial lead was repositioned without incident. She was stable after the procedure.